Event description:
Zimmer dermatome hand piece was used with an integra dermatome blade for skin graft procedure which caused patient injury. Zimmer blade is to be used only with the zimmer hand piece however integra blade fits into zimmer hand piece, additionally the zimmer blade and integra blade look similar, packaged similarly and they were stocked in the or in the same location. To note the zimmer blade does not fit into the integra handle. Additional information was received on october 15, 2018. The blade is not a reprocessed product. She also indicated the type of injury that was sustained such as wound to patient's thigh, the donor site, including the femoris muscle. The correct blade was attached to the hand piece and the procedure completed. Thigh wound had to be closed then the intended procedure continued. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).